Event description:
Information was received from a patient regarding an external device. The caller had a damaged charger cord. Patient said their device is a nevro device. Agent reviewed patient will need to contact nevro directly. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".